Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed cracks on both housings and a damaged downstream occlusion (dso) sensor. Event history log confirmed few ¿high pressure¿ alarms occurred. Functional testing was able to replicate the reported issue; the dso sensor was found to be slightly more sensitive than normal. The pump passed all flow accuracy testing. The root cause was determined to be the dso sensor too sensitive. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during use, a possible overdose occurred. The device exhibited an alarm with two continuous tones but different high-pressure alarm. The device also indicated 8.5ml of product remaining. The pump was changed but the same tone occurred on the second pump. It is unknown if there were any adverse patient effects.